Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. The customer declined to answer questions regarding whether their blood glucose level exceeded 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to contact support again if the issue returned, which they acknowledged and understood. No additional information about the impact on the customer¿s blood glucose level was received.